Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during infusion of fluorouracil and sodium chloride. The total fill volume was 147 ml. At the end of infusion, 147 ml of solution remained. A chest height carrying bag was used. Flow was confirmed during priming and the solution was brought to room temperature prior to use. No drug crystallization was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: january 3, 2016 ¿ january 4, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.